Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the electrocardiogram (ECG) connector was loose. As a result the ECG connector was replaced. (B)(4).

Event description:
It was reported that the electrocardiogram (ECG) was not readable. Cables have been changed but the issue remains the same. The programmer was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Further review prompted a change in the device analysis results. (B)(4)